Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with all buttons function properly however, moisture damage was found on keypad traces. There was moisture damage was found on electronic and motor assembly. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 378 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.